Manufacturer narrative:
New information from the hospital on 1/6/2019. The physician has no scheduled plan to remove the device. They are trying to let the patient grow a little more before the surgery to repair the mitral valve and device removal. A review of the imaging stated: a gore® helex septal occluder was implanted on (B)(6) 2014 to close an atrial septal defect. On an unrelated follow-up exam, a fluoroscopic image revealed a wire fracture on the superior edge of the left disc causing the disc to lose its configuration. In addition, a discontinuation of the locking mechanism was noted at the middle of the occluder between the center and left eyelets. The occluder remained stable.

Manufacturer narrative:
No patient weight was available.

Event description:
It was reported a gore® helex septal occluder was implanted to close an atrial septal defect (asd) on (B)(6) 2014. On an unrelated follow-up exam to assess a surgical mitral valve repair, a wire fracture was noted on the left disc of the helex device. It was also noted that the lock loop was not capturing the right eyelet of the device and a significant shunt was observed. The physician said that during the future surgical procedure for the mitral valve repair, the device will be removed and the asd will be surgically closed.